Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated counts on the sensing integrity counter (sic). The lead sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.